Event description:
The complaint is reported as: circuit would not pass sst on ventilator during the leak test prior to patient use. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened representative sample of 780-18kit 780-18 circuit w/ column for evaluation. The kit components were visually inspected for signs of misuse/abuse/neglect. The circuit components was hooked up to the leak tester and was leak tested against iso standard 5367:2014, annex e, which specifies a neonatal circuit under 60 +/- 3 cmh2o of air pressure, cannot exceed a leak rate greater than 30ml/min. The reading on the leak tester was 3 ml/min which is well under the iso requirement. The shorter pieces of tubing were also leak tested and the leak rate was 1 ml/min and 2 ml/min which were still within the standard. The circuit was also submerged in a tub of water and no leaks were found. The circuit was found to be leaking; however, the leak rate was well under the iso standard. The root cause cannot be determined without the actual sample returned for investigation.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: circuit would not pass sst on ventilator during the leak test prior to patient use. No patient involvement.